Manufacturer narrative:
Add'l lot# 10-02. While no serious injury resulted in this event, there has been a previous report received in the past two years involving a similar device where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report.

Event description:
In this event, it was reported that the tip of a distal end cutter (safety hold) universal separated; no injury resulted.